Event description:
Customer reported unit has missing battery door covers and a wire on the battery connector is loose. There was no patient incident or injury reported and the customer did not provide a date when this was discovered.

Manufacturer narrative:
Results: evaluation of the returned unit found that the 9v battery is held securely by the connector on the alarm and the unit has power. But if the battery is moved at any point while the unit is powered on, the power will turn off intermittently. The alarm is continuous while the magnet is on the magnet plate. Used the customer's magnet as well as two known good magnets. Tone selector works as it should. Low battery function cannot be tested since the alarm is continuous while powered on. The unit was returned with a magnet and bracket. The battery door is missing and the 9v battery snap plastic hard cover is missing the top portion. Note: the instructions for use; under proper handling and use state that if the posey personal alarm is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).